Event description:
Greenfield vena cava filter was deployed per protocol. Angiogram done to procedure showed filter not fully expanded. At least 2 of the legs appeared to be crossed. This caused entire vena cava to not be protected. Md had to implant a cook tulip filter superior to greenfield filter so if a clot is dislodged it will be trapped by the cook tulip filter.